Event description:
It was reported during implant that the helix was blocked/unable to advance or retract. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed the lead was stretched and the inner insulation was kinked/buckled.